Event description:
Customer allegedly received the following results, with two different performa meters, within 10 minutes: 20.4 mmol/l (first meter) and 10.0 mmol/l (second meter). There was no information to suggest the tests were done with separate vials of strips. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.